Event description:
Medical device true metrix blood glucose meter didn't show accurate readings. Advised by safety information letter in the mail 5/18/2026 not to use device and to report online. Test date: (B)(6) 2026. Test name: glucose. Test results: 160. Low test range: 50. High test range: 250.